Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir placed into the insulin pump and that part broke half off. The customer¿s blood glucose level was 254 mg/dl at the time of the incident and current blood glucose level is 254 mg/dl. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with cracked reservoir tube lip.